Event description:
A nurse reported that there was poor fluid flow into the eye from the cassette during a vitrectomy procedure. The customer changed the trocar and increased the fluid level, however the issue did not resolve. The customer then changed the cassette and the fluid flow into the eye was normal. The case was able to be completed following a delay of 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).